Event description:
Silicone breast implants causing chronic pain over the years that is worsening. I was told they were safe from my doctor and now I am having health issues. I can't sleep and wake up in extreme pain constantly. FDA safety report ID# (B)(4).